Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal settings were incorrect due to incorrect information from the healthcare provider. Customer¿s blood glucose was 10 mg/dl. Customer¿s wife administered glucagon to address low blood glucose. Tandem technical support advised customer to call back and consult healthcare provider if another low blood glucose level occurs.